Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via the manufacturer representative reported that the ins depletes about 40-60% over 2-3 days even when the ins is off. Patient stated this has been ongoing for about 2 years but has worsened over the last 2-3 months and they've talked with the manufacturer about this issue before. Patient mentioned that reps have also checked their impedances previously as well. Patient stated before, their ins would only deplete about 10-15% over several days to a week. Patient also mentioned that controller and recharger will not find device but then clarified that this occurs when the device is depleted. Patient stated a few days ago, they tried to connect with their ins after it was fully charged and the controller on its own wouldn't find the ins. After a few tries, the patient was able to connect with the ins. Patient reported today that while using controller on its own, it connected to the ins and is showing ins is charged to 30%. Patient has appointment on monday but caller indicated this may need to be rescheduled so caller can meet with patient to interrogate ins with tablet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was having problems with their medtronic device. Their manufacturer representative checked their device and noticed that when they charged up the ins fully, in 2-3 days it dropped to 50% and they were not using therapy. The patient believed the ins was getting close to be replaced. It was recommended the patient consult with their healthcare provider.